Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and (2) limb stent graft extensions to treat an abdominal aortic aneurysm. Approximately 5 years post initial procedure, the patient presented symptomatic with right leg rest pain and occlusion of the left iliac limb was identified. The physician elected to perform a fem-fem bypass and patient is doing well. Additional information: clinical assessment identified occlusion of the right limb, not the left limb as initially reported, and a type 3a endoleak of the right common iliac artery.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of the occlusion of the right common iliac artery. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records and imaging available to review. Clinical assessment also identified a type 3a endoleak of the right common iliac artery during review of the sixty-two (62) month post implant computed tomography (CT) scan dated (B)(6)2020, however was unable to determine causation with the imaging available to review. The final patient status was reported to be doing well following a fem-fem bypass. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b1: adverse event/product problem has been updated. B5: describe event or problem has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and (2) limb stent graft extensions to treat an abdominal aortic aneurysm. Approximately 5 years post initial procedure, the patient presented symptomatic with right leg rest pain and occlusion of the left iliac limb was identified. The physician elected to perform a fem-fem bypass and patient is doing well.